Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) accelerated the patients rhythm from ventricular tachycardia (vt) to ventricular fibrillation (vf). Technical services (ts) reviewed the event and determined the device did not oversense or undersense any signals and appropriately detected the patients vt and delivered anti-tachycardia pacing (atp) for treatment. However, the atp accelerated the rhythm into vf from suspected pacing on a t wave during the delivery of atp. A subsequent max shock was delivered and successfully converted the rhythm. Ts noted no discriminators are turned on for the crt-d and recommended the field representative discuss further with the physician. No additional adverse patient effects were reported. This crt-d remains in service.